Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(6) from (B)(6) radiology reported via phone call of customer's pump having been exposed to MRI. (B)(6) reported they were unaware the customer had the pump on until MRI was taken. The customer's blood glucose level was unknown. It was reported that the device alarmed for motor position encoder error alarm. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump failed the displacement test. The pump had a motor position encoder error alarm in the alarm history and gave a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, a cracked reservoir tube, a broken belt clip slot and minor scratches on the lcd window.